Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: steerable guide catheter, 2 implanted mitraclips. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the clip opened while locked. It was reported that this was a mitraclip procedure to treat a functional mitral regurgitation (mr) with a grade of 3. After successful placement of the clip delivery system (cds), the physician performed final arm angle (faa), and the clip opened. The clip was closed completely again, but faa was not established. During the deployment sequence, after the release pin groove was exposed the clip opened 30 degrees. The clip was deployed and confirmed to be stable. Three clips were implanted, reducing mr 1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product quality issue. All available information was investigated and a definitive cause for the reported mechanical issue (clip open while locked) could not be determined in this incident. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.